Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Pt who is approximately 15 years post bilateral breast augmentation developed sudden deflation of left implant.

Event description:
Reporter stated that segments are missing from device display. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for eval.